Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was indicated that the patient had an MRI on (B)(6) 2014, but did not have the pump¿s status checked post-MRI. Thirteen days later, when the patient went in for a refill, the pump was interrogated and a motor stall was seen to have occurred on the day of the MRI with the tube set message occurring 48 hours after. A motor stall recovery occurred, on the day of the refill, when the pump was interrogated with the physician programmer. It was indicated that the motor stall had been caused on the MRI; however, there had been no audible critical alarm and it was seen that the pump had continued to run as the volume was accurate. The patient had not experienced any symptoms and was getting good therapy. The patient had reportedly recovered without permanent impairment. The device system was being used to deliver baclofen.